Event description:
It was reported that the patient was walking out to the pool and felt lightheaded and dizzy. The patient took his pulse which was in the 30s. The patient went in for device evaluation, but the device could not be interrogated and there was no output. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.